Event description:
It was reported that there were iui issues with the device. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken iui bkt for iui issues. Replaced missing left/right iui, replaced upper pressurer sensor for check IV and replaced lower pressurer sensor for failed psi. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/03/2011 to present date 11/30/2020, and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there were iui issues with the device. There was no patient involvement.